Event description:
It was reported that this implantable device recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. The patient reported hearing tones emitting from the device. A technical services (t/s) consultant performed a disk analysis on the device, and recommended device replacement in the near future. The device remains implanted. No adverse patient effects were reported. Additional information was received a revision procedure was completed, and a new device implanted. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded, potentially indicative of early battery depletion. Analysis confirmed partial depletion, but the battery was still able to support full device function in the event that therapy would have been needed. The early depletion was caused by electrical leakage of a low voltage capacitor in the presence of excess hydrogen gas within the pulse generator case.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable device recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. The patient reported hearing tones emitting from the device. A technical services (t/s) consultant performed a disk analysis on the device, and recommended device replacement in the near future. The device remains implanted. No adverse patient effects were reported. Additional information was received a revision procedure was completed, and a new device implanted. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.